Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. H3. Not evaluated reason: device not returned.

Event description:
It was reported that the touchscreen was not responding to an input from the customer. Reportedly, touchscreen was becoming unresponsive and became completely unresponsive while customer was attempting to set a temporary basal rate. Troubleshooting with tandem technical support was performed. Customer's blood glucose level was not impacted. Customer stated that they have back up manual injections for insulin therapy.